Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) was completed. The reported problem (screen blank or black) was confirmed. As received, the monitor was unable to power on. The cause for the failure was isolated to a defective u1003 pld (programmable logic device) on the monitor computer/analog board. The root cause for the defective pld could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitors screen was black.